Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on the yaw pulley to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The grips do not exhibit any signs of physical damage. No insulation damage was observed. The conductor wire and cables are not damaged or broken. The root cause of the thermal damage is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the plastic near the tip was found melted on the maryland bipolar forceps instrument. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer reported the instrument was inspected prior to use with no issues identified. No intraoperative collisions occurred, or arcing was observed. The customer stated the surgeon didn't notice the thermal damage during the procedure. The thermal damage was identified inspecting the instrument during reprocessing, after the procedure was completed. The customer stated no patient injury occurred and the instrument is available for return for evaluation.